Manufacturer narrative:
A ge representative evaluated the system and reseated a loose power supply connector. The system operates as intended.

Event description:
The customer reported that the system would not boot up. There is no report of injury or death associated with the event described in this complaint.